Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required error code concerning the oxygen blending module occurred. There was no harm or injury reported. The ventilator was evaluated onsite by technician and it was determined that there was a communication issue between the o2 board and interface due to a faulty interface board. The device's o2 board and interface board were replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required error code concerning the oxygen blending module occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.